Manufacturer narrative:
The probe was returned to the manufacturer for analysis. Functional testing determined that the returned probe has a visibly bent tip. With markers attached and fully seated, the probe returned a good geometry error but a very high divot error due to the bent tip. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported the cervical probe was deformed. This issue was noted outside of a procedure, and there was no patient involvement. Additional information was received stating the deformed probe was able to be verified.